Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic due to low flow/red heart alarms which could be treated with volume replacement. Computed tomography (CT) images revealed an existing extrinsic outflow graft obstruction (about 50%). The flow stabilized to around 3 lpm after volume replacement. The patient was transferred to the general ward on (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction could not be confirmed as no images were provided, and the patient remains ongoing on lvad support. Review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined. The controller event log file contained events from 16jun2025 through 17jun2025, per the timestamps. Intermittent low flow alarms were captured throughout the log file, as well as numerous low flow fault flags that were not sustained long enough to activate a low flow alarm. The log file also captured numerous pi events. No other notable events were captured. The pump appeared to function as intended for the duration of the log file. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. B and the heartmate 3 patient handbook, rev. B, are currently available. Section 1, "introduction," provides an explanation of pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures," cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7, ¿alarms and troubleshooting,¿ outlines system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There were no changes to patient condition or anticoagulation status that may have contributed. No symptoms of thrombus was observed. No treatment was performed for the extrinsic outflow graft obstruction.